Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The reported failed downstream occlusion was not reproduced during evaluation. A review of the event history log found the presence of downstream occlusion alarms but there is no determination if they are true or false alarms. Evaluation did not observe any discrepancies when running a set. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed downstream occlusion. There was no patient involvement. No additional information is available.